Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result from a patient sample and 5 higher than expected tropi results from a known troponin I free sample was obtained using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. The most likely assignable cause for the non-reproducible, higher than expected vitros tropi es result is analyzer related, as the within-run precision test were outside of guidelines, indicating the vitros 5600 integrated system was not performing as intended. A ortho clinical diagnostics field engineer (ortho fe) performed multiple service actions to the instrument. Following these service actions, acceptable tropi es performance was obtained. Based on historical quality control data, there was no indication the vitros tropi es reagent issue contributed to the event. In addition, pre analytical sample processing could not be ruled out as it is unknown if the customer is processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample and 5 higher than expected tropi results from a known troponin I free sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: >0.120 ng/ml (>ami) vs. Expected <0.034 ng/ml (<url). Troponin I free sample: 0.064, 0.058, 0.065, 0.064, and 0.058 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected patient result was reported from the laboratory. There were no reports that treatment was altered, initiated or stopped based on the higher than expected result. There was no allegation patient harm as a result of the event. (B)(4).